Event description:
The catheter was inserted in left antecubital in a pt with "tough skin". There was some difficulty encountered during the insertion. An x-ray showed the catheter tip to the positioned just barely into the svc, so an attempt was made to remove the peel-away sheath introducer without making any inadvertent adjustment to the catheter position. The sheath did not tear cleanly and a piece remained below the skin. No decision has been made regarding its removal. There were no associated complications.